Event description:
Event description cpi received information that this endotak (dsp) lead (0125-203909) was removed from service because the patient had recieved inappropriate shocks. A x-ray view a loose rate-sense connection was suspected. It was decided to do a lead revision. During the lead revision it was noted the lead was seperated at the distal end of the rate sensing terminal pin barrel. The lead was replaced with another endotak (0125) lead.